Manufacturer narrative:
The motor error alarm during basic occlusion test and unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed the motor test. The insulin pump passed the excessive no delivery test, and no excessive no delivery alarm noted. Unable to perform the occlusion test due to a prime/fill anomaly. The device had a scratched lcd window, cracked case at the display window corners, broken reservoir tube lip, cracked battery tube threads, and broken pump belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 226 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.